Event description:
A surgeon reported the intraocular lens (iol) released abruptly and the posterior capsule ruptured. Follow-up information stated a vitrectomy was performed and another iol was placed outside the bag with no further complications reported.

Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. One haptic was nicked/chipped on the distal edge and the optic was scratched. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. This report was mailed the FDA on: 04/27/2007. Additional information was requested and received on 04/05/2007.